Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that seven years and 11 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The patient came to the emergency room (ER) with hypotension. Severe central aortic insufficiency (ai) was present, and the patient was suffering from heart failure, hemodynamic instability and cardiogenic shock. Per the physician, the valve caused or contributed to the patient symptoms. The valve remained implanted while a non-medtronic valve (sapien ultra) was placed valve-in-valve. Subsequently, only trace ai was present. The patient required prolonged hospitalization.  No additional adverse patient effects were reported.